Manufacturer narrative:
The device is not available for evaluation as it remains in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
Patient had an injury while in training and something fell on their foot which is why they had to have surgery. Patient has a plate and 5 titanium screws in his body. 2 of the screws are broken. His surgeon believes it will cause more harm than good to remove them, and intends to let them stay in situ. Patient is in pain and irritated and was provided a steel plate to put in his shoe. This is in the patient's right foot. Noticed 6 months post- op patient noticed the first screw broken in x-rays and later within the year patient noticed a second screw break. Patient wants to make the company aware of the fact that this is broken and the surgeon quit after this incident. Patient hired an attorney to look into this and is looking for compensation. Patient was advised to leave screws as is and not removed. Describes the pain as a pinching sensation. Va says if they go in to fix the right foot the patient could loose their foot. (B)(6) 2015 had surgery in their left foot. Took an x-ray to see how it was healing. Sometime after the surgery the patient notices a sharp pain in their left foot as well.